Event description:
This is report 4 of 4 for this peritonitis event. This is a report of peritonitis in a patient coincident with peritoneal dialysis (pd). On an unknown date during hospitalization for an unrelated issue, the patient was diagnosed with peritonitis. The treatment for the peritonitis included unspecified IV antibiotics. The patient's pd catheter was removed, pd therapy was discontinued, and hemodialysis was started. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot number(s) h12k07124 and h12l15075 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted.

Manufacturer narrative:
(B)(4): the occurrence date for the peritonitis event is unknown. (B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted.